Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to discharge the day after the implant, the patient was experiencing diaphragmatic stimulation from the left ventricular lead. The lead vector was reprogrammed and the lead remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.